Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.